Event description:
Sales rep reported that, when the surgeon went to pull on the sutures, the eyelet came out. Sales rep stated, that the surgeon never pre-drills or uses a tap prior to inserting a metal anchor; he simply places the anchor where he is going to implant and taps on the handle to advance the anchor into the bone. Bone quality of this pt is unknown. The surgeon uses the ao-2 finger technique. It was confirmed that a portion of the anchor does remain in the pt, as the surgeon was not able to retrieve the whole anchor. A back-up twinfix was used to complete the repair.

Manufacturer narrative:
Device is not being returned for eval. It was stated that the surgeon does not pre-drill when using metal anchor.